Event description:
During the device evaluation, the flex deflectable videoscope's bending section cover adhesive was found to be missing. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the probable cause of the reportable malfunction is some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide new and updated information: h4.

Event description:
No additional information reported by customer.